Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular defibrillation lead displayed noise and a nonsustained ventricular tachycardia episode. On the electrogram, it was noted that two to four beats were almost undetectable because they were small. There was oversensing resulting in pacing inhibition. It was also mentioned that the pacing impedance measurements varied greatly; however, remained within normal limits. Technical services was contacted and cannot rule out a device header or lead issue. No adverse patient effects were reported. Subsequently, a revision procedure was performed and the pace/sense portion of this lead was surgically abandoned.